Event description:
It was reported that the device was used during an unknown procedure. It was reported by the representative that the materials manager reported that the clip did not fire at first. However, after several firings the clips finally did present. This clip applier was not used due to doubt of reliability. There was no consequence to the patient.